Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. In addition, the pump did not deliver overnight made an attempt to bolus and received a motor error. The customer's blood glucose was 420mg/dl. Customer stated the insulin exited. The insulin pump passed displacement est. The pump mentioned a no delivery alarm and high blood glucose.